Manufacturer narrative:
(B)(6). A visual assessment was performed after disinfection. As received, the working channel sleeve protruded. A functional assessment was performed and maximum working channel sleeve protrusion was observed when the distal tip was articulated by turning the large knob in both directions. An electrohydraulic lithotripsy (ehl) probe was inserted into the working channel port while the working length was held in loops and the distal end of the device was inserted into the fixture simulating tortuous anatomy. The distal tip was aligned between the black markings on the path, with the shaft of the catheter oriented such that the working channel was on the inside of the radius in the path. The probe passed freely and without resistance through the working channel. The complaint was not confirmed. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white and clear areas along bond a appear to show evidence of adhesion. It was found during the investigation of the returned spyscope ds that the working channel sleeve was protruding. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. An investigation is underway to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) and cholangioscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, they had difficulty cannulating the spyscope ds as the stone was at the bottom of the common bile duct. They also had difficulty advancing the ehl probe through the tip of the spyscope ds so they took the spyscope ds out and straightened it. They then advanced the ehl probe out of the spyscope ds and retracted it just enough that the ehl probe reached at the tip of the spyscope ds. They went down through the endoscope and recannulated the ampulla. They tried to exit the ehl probe through the spyscope ds closer to the stone but had difficulty directing the ehl probe to the stone as it was located at the bottom of the spyscope ds which came out at 6 o¿clock position and hitting the mucosa. A few ehl pulses were fired but every time they tried to fire it directly to the stone, the spyscope ds fell back out of the duct. Reportedly, no visible damage was noted with the spyscope ds. The procedure was completed by placing a pigtail stent and the patient was scheduled for an open exploration of the cbd. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.